Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage (hv) connections at the x-ray tube were evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited errors. Further information was rec'd from the customer indicating that as a result of the errors the system locked up. No patient serious injury or death was reported related to this event.